Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received:the representative called to trouble shoot the issue. He was unable to replicate the issue. He reseated the external and internal cable going from the scu to the psu. The ndi system logs did show errors that stated position senor on port one but could not establish communication. The representative suspected loose cables from moving the system so often caused the issue.

Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was cycling every 4 minutes. The lights will all go off and then come back on and it will beep. This was reported during a lab. There was no patient present when this issue was observed.